Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for two (2) patients. This MFR. Report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation pcr testing (unknown platform) and two antigen tests were performed and all generated negative results. The customer stated the patient did not have a history of covid-19 in the last ninety (90) days. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217214 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m217214, test base part number test base part number 192-430 / lot m217214. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217214 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for two (2) patients. This MFR. Report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation pcr testing (unknown platform) and two antigen tests were performed and all generated negative results. The customer stated the patient did not have a history of covid-19 in the last ninety (90) days. No additional information including patient treatment and outcome was provided.